Manufacturer narrative:
The investigation of the reported complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that these devices should be inspected before use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; broken or significantly bent connector contacts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration and verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported issues involving item # 131319a , goldline, hand controlled with ultraclean blade electrode, rocker switch, lot # 201901244, that was experienced on (B)(6) 2020. It was reported only "hand control pencil sparks". It is noted that the issue occurred during surgery and there was no impact or injury to the patient. Additional information received indicated that the device was plugged into the cautery machine in the c-section room. Sparks came from the pencil tip upon immediate use, there were no flames. The device was used during a c-section and the issue occurred in a sterile field. The staff changed to a different disposable pencil tip and the procedure was completed. No other information was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.